Manufacturer narrative:
The technician found the stud holding the slide bracket to the side-rail was missing. The technician reconnected the stud for the side rail slide bracket to resolve the issue.

Event description:
The account alleged the side rail does not latch. No pt impact.